Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 650 mg/dl and a bolus was delivered to address bg. Customer was hospitalized for high bg and diabetic ketoacidosis (dka). Intravenous insulin was administered. Customer did not know cause of elevated bg and declined tandem technical support¿s offer to perform a pump system check. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer did not require further assistance.